Event description:
It was reported that a patient experienced a myocardial infarction coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient underwent a cardiac catheterization during hospitalization. It was reported the patient was not on the homechoice device at the time of the myocardial infarction. At the time of this report, the patient was discharged from the hospital. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not returned and the serial number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The myocardial infarction, hospitalization, and hospital discharge occurred on unspecified dates in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.